Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). The physician suggested the patient should undergo a revision but a date had not been scheduled. The patient wondered if a revision would mean undergoing the same pain and discomfort caused by the first surgery and if there would be problems working the pump like the first time. Around four months later, the patient went to the physician due to a possible inguinal hernia. However, during the appointment it was seen that the reservoir had migrated towards the leg. No further patient complications were reported.

Manufacturer narrative:
The complaint component has not been returned; therefore, no physical or visual analysis of the product could be performed. The cause that contributed to the reservoir migration and implant mechanical difficulties cannot be confirmed or stablished. The ams 700 IFU lists pain and discomfort as potential adverse events associated with implant of this device. Based on the information available, the reported patient symptoms are known risks associated with ams 700 procedures and are noted as such in the device instructions for use.

Manufacturer narrative:
As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation is required.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). The physician suggested the patient should undergo a revision but a date had not been scheduled. The patient wondered if a revision would mean undergoing the same pain and discomfort caused by the first surgery and if there would be problems working the pump like the first time. No information was provided about the patient's outcome.